Event description:
Catheter placed in antecubital vein in 11/2003. The next day fluid was noted under dressing. Dressing changed, hub tightened, no leaking noted. Scenario repeated later in day. No further leaking noted. The following day IV burn noted on upper arm. Catheter removed without difficulty - only 7cm intact upon removal. Total catheter initially placed was 18cm. X-ray revealed 11cm of catheter located in right lower lobe of lung. No changes in patient condition were noted related to the catheter.